Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-01485. It was reported the patient's ipg had flipped sideways due to a recent fall which is causing patient pain. Patient also has high impedances on one of their leads. Imaging shows a fracture in the lead as well as migration. Surgical intervention may be pending to address these issues.